Event description:
It was reported there was difficulty establishing and maintaining telemetry during active sessions. The wand was replaced and the difficulties persisted. It is believed to be internal, not a wand issue. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product analysis summary: analysis confirmed the reported difficulty in establishing and maintaining telemetry; moving rf (radio frequency) head connector influences telemetry (rf head connector is loose). ECG (electrocardiogram) connector is also loose. Analysis also found an intermittent noisy system fan. Concomitant products: product ID 229047 analyzer; product ID 2067 rf (radio frequency) head. (B)(4).